Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, trial patient experienced an intermittent out of range signal. Trial patient was advised to reset the device.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).